Event description:
While performing laparoscopic closure suing endo stitch auto suture and 6" v'loc stitch, needle broke during suturing of vaginal cuff. All parts were collected and account for. Diagnosis or reason for use. Total laproscopic hysterectomy with bso and cysto. Event abated after use stopped or dose reduced? Yes.